Event description:
While troubleshooting with the MFR, the caller noted that icons were missing on the coaguchek s meter display. No adverse event reported. Requested return of suspect device and replacement was sent.